Manufacturer narrative:
B.3 please note that this date is based off the date that the article was accepted for publication as the event dates were not provided in the published literature. Literature citation : jonathan halim, adikarige silva, curtis budden, david j. Dunaway, n. U. Owase jeelani, juling ong and greg james initial UK series of endoscopic suturectomy with postoperative helmeting for craniosynostosis: early report of perioperative experience. 2023, vol. 37, no. 1, 20¿25 https://doi.org/10.1080/02688697.2020.18. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the british journal of neurosurgery 2023, vol. 37, no. 1, 20¿25, article name- ,'initial UK series of endoscopic suturectomy with postoperative helmeting for craniosynostosis: early report of perioperative experience that during endoscopic suturectomy with postoperative helmeting', ¿that f2-b1 midas rex craniotome¿ was used. Total of 18 patients were included in study. There was one surgical complication. There was a a superficial skin infection as a result of a stitch abscess treated with oral antibiotics.. This was a grade 1 complication as there was no delay in discharge, reoperation, or long-term sequelae. There were no complications related to helmet moulding therapy. None of the patients had neurodevelopmental issues at this point of time.